Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent laparoscopic vaginal hysterectomy and bso due to sui and chronic pelvic pain. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems , vaginal scarring and other. It was reported that patient underwent mesh revision on (B)(6) 2010 due to pain, erosion, dyspareunia, infection, and urinary problems. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.